Event description:
This event was captured based on literature review. It was reported that a retrospective study of consecutive de novo bifurcation lesions treated with everolimus-eluting stents (ees) between (B)(6) 2006 and (B)(6) 2011 and biolimus-eluting stents (bes) between (B)(6) 2008 and (B)(6) 2012. Of the 223 patients, 154 patients were treated with xience prime or xience v stents. Clinical outcomes at 2-year follow up were as follows: 6.5 % target lesion revascularization (tlr); 7.8 % target vessel revascularization (tvr); 5.2 % myocardial infarction; 1.9 % cardiovascular death; 3.9 % all-cause death; no additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The rx xience v referenced is being filed under a separate medwatch report. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.